Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the leads shift in all of the trials. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.